Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. PMA/510(k) number k113753 and k112160.

Event description:
It was reported that the implant has been fractured "in half" and also reports peri-implantitis. The doctor also confirms that the procedure was not completed with another implant on the same day and that the patient will have to return in the future to remove the broken implant. The doctor confirms that the patient did not suffer any negative impact on his health.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. An imp tm 4.1mm mtx,10mm was returned for investigation. Visual inspection of the as returned product identified slightly dried blood and a fracture at the threads. The reported device was location is 36 (fdi) and was used for approximately 7 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable for peri-implantits however did occur and the reported event was confirmed for fracture.

Event description:
The doctor reports that the implant has been fractured in half. The doctor also confirms that the procedure was not completed with another implant on the same day and that the patient would have to return in the future to remove the broken implant. The doctor confirms that the patient did not suffer any negative impact on his health.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h6: evaluation codes 2377 - osteolysis and1930 - unspecified infection not applicable. H10: additional narrative